Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-23179. It was reported the dependent patient presented to the hospital with a fever. Upon examination, it was observed the patient had endocarditis. The implanted system was removed, and the atrial and right ventricular leads exhibited vegetation. The patient no longer needed defibrillation support and a leadless pacemaker was implanted without issue. The patient was stable.